Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. During functional evaluation, the loading unit was loaded into a pmv instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
When the doctor used the reload to operate the lar surgery, the doctor found the jaw of the reload could not be closed. It could not bite the tissue well. When was the problem noticed: during procedure patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 2-feb-2017. Can you confirm that product is available and will be returned for evaluation? Yes. What is the product ID and lot number for the handle used with this reload? No, these information was not supplied by hospital. Could you please provide the UDI# for the handle used in the procedure? No, these information was not supplied by hospital. Was any reinforcement material used in conjunction with the stapling device? No.